Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2020-01868 for product code d138503 (carto vizigo¿ 8.5f bi-directional guiding sheath - large). MFR # 2029046-2020-01869 for product code d138503 (carto vizigo¿ 8.5f bi-directional guiding sheath - large).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where hemostatic valve leak occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - large sheath was leaking. The sheath was exchanged with another carto vizigo¿ 8.5f bi-directional guiding sheath - large, and when the dilator was removed from this sheath, the entire hemostatic valve fell apart, became detached. The sheath was exchanged again, this time with a competitor's sheath to continue the case successfully. Both sheaths were from the same lot, stated the caller. There was no report of patient consequence nor extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where hemostatic valve leak occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - large sheath was leaking. The sheath was exchanged with another carto vizigo¿ 8.5f bi-directional guiding sheath - large, and when the dilator was removed from this sheath, the entire hemostatic valve fell apart, became detached. The sheath was exchanged again, this time with a competitor's sheath to continue the case successfully. Both sheaths were from the same lot, stated the caller. There was no report of patient consequence nor extended hospitalization. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001085 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).